Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, this patient's device had several electrode anomalies which were confirmed by an integrity test performed in 2005. In a surgery performed in 2006, the device was explanted and a new device was reimplanted.